Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. It was noted that the patient's condition had improved; therefore, the physician would explant the device system without replacing due to the patient no longer required therapy. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received which indicated that the patient's condition had improved and the patient no longer required the device system therapy. The patient elected to have the device removed, and this lead was surgically abandoned. No adverse patient effects were reported.